Event description:
Customer reportedly received the following results on the advantage plus system within 10 minutes: 8.1 mmol/l, 3.9 mmol/l, 7.8 mmol/l, and 5.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.